Event description:
According to user facility, the pump was smoking and had an odor. No adverse effects to user or pt reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual examination of the interior of the device found fluid residue and evidence of thermal damage to the power supply board. Testing was able to replicate the occurrence by introducing large amounts of fluid into the device. The fluid migrated into the power supply chamber where it electrically shorted the ac connection to the power supply board. The electrical shorting at the ac/power supply connection generated high temperatures that resulted in thermal damge to the interior of the device. The smoking of the device observed by the customer was a result of the electrical shorting. The investigation of the device found an excess of flash around the barrel clamp seal and a slightly larger ID of the seal which could have contributed to the fluid ingression to the device interior.